Event description:
Prior to a laparoscopic nissen procedure, the doctor tried attaching the instrument to the device and it continued to spin. The doctor removed the instrument and noticed the 4-40 stud had broken off in the device. The procedure was completed with another like device. There was no patient consequence.

Manufacturer narrative:
The device was not returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.